Event description:
It was reported that the subject was not working during procedure setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h2, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel flashed and did not work due to pcb board failure and socket tube has dirt. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported was caused by flashing of front panel due to printed circuit board failure. Foreign material was found, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.